Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient has a hypertrophic scar on the neck after fraxel dual treatment on the face and neck. The patient reported discomfort during treatment, but did not want to stop the treatment and did not have any alarming actions. A 20/8/4 (benzo/lido/tetra) numbing gel was used for 2 hours prior to treatment. The patient had a normal post treatment regimen. The treatment tip had been used several times previously and the system did not give any errors.